Manufacturer narrative:
Subject device has been received and an a manufacturing investigation action was conducted/performed: the investigation has shown that the the investigation has shown that the guide wire (article 292.622, lot 9513710) is slightly deformed (picture: first picture - lower part) and the threaded tip is broken off (picture: second picture - right part), also the part presents damage of usage on the shaft. A device history record (DHR) review was performed for the affected lot, no abnormalities or deviations were detected, which could lead to the complaint failure. The measurable dimensions of the guide wire were checked as far as possible and found to be in compliance with the technical drawing. We are not able to determine the exact reason for this reported problem, but it is likely that during the operation a mechanical overload may have taken place. Based on this the complaint is rated as confirmed, but not valid from the point of view of the manufacturing site. No manufacturing related issue was identified and/or confirmed. Also we are not aware of any other complaint for this article- and lot numbers. No product fault could be detected. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device is an instrument and is not implanted or explanted. The complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. (B)(6). The investigation could not be completed; no conclusion could be drawn as no product was received. Device history record review: manufacturing site: (B)(4)- manufacturing date: june 2, 2015 no non-conformance reports were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that a patient underwent a metacarpal-foot bone procedure on (B)(6) 2015. During the procedure, two (2) k-wires broke at the end of the threads while being inserted. No additional information is available at this time. This report is 2 of 2 for (B)(4).

Manufacturer narrative:
Si added to complaint. Updated information, tree revised re-reviewed tree due to new information. Updated alert date field. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Updated information: two small pieces are still in the bone. The patient is not heavy. There was some minutes prolongation of surgery.